Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's insulin pump went blank during a bolus attempt. The patient's blood glucose at the time of incident was 10.2 mmol/l. Troubleshooting was initiated and the caller confirmed that the battery cap was not damaged or corroded. The alarm history did not contain any significant alarms. A self test was performed and the device passed. However, the caller attempted to run a 0.2 normal bolus but the insulin pump display did not activate. No products were returned and a replacement battery cap was shipped to the customer.